Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a 6.1 cm diameter thoracic aortic aneurysm in zone 3. The proximal neck length was 38.5 mm, with the diameter at the proximal end of the aneurysm measuring 34x35.7 mm. The distal neck length was 66 mm, with the diameter at the distal end of the aneurysm measuring approximately 35 mm. The diameter of the left iliac artery was 11 mm, and the right iliac was 10.5 mm in diameter. It was reported that the physician attempted to implant the stent graft. The physician knew that the access vessel was small, and laparotomy was included in the surgical orders. The physician used 16-22 fr 3-4 dilators 3 or 4 times to improve access, without success. A 10x4 angio balloon was then employed in the external iliac bifurcation. The stent graft was advanced and emplaced at the left subclavian artery. The device was successfully deployed and the delivery device was withdrawn. When the delivery device reached the iliac bifurcation, it became stuck. The physician was able to finally remove the delivery device, but tore the external iliac artery in the process. A laparotomy was performed, as well as a ilio-femoral artery repair/bypass with a hemashield graft. The physician tied a conduit on the right external iliac artery by inguinal ligament. The device was then removed through the conduit. After the repairs were completed, a final angiogram was performed, and it was confirmed that the aneurysm was sealed. The patient was stable. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation methods: (film). Evaluation results: inherent risk of procedure (vessel perforation). Patient¿s condition affected effectiveness of device (small access vessels). Related to another drug/device (delivery system). Evaluation conclusion: known inherent risk of procedure (vessel perforation). Device failure/lack of effectiveness related to patient condition (small access vessels). Another device caused failure (delivery system).